Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #56: red cell pump (#2) error due to the pump tubing getting caught in the pump head assembly. The customer reported the pump tubing segment began to leak. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the kit was discarded. The customer did not return product for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l149 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l149 shows no trends. Trends were reviewed for complaint categories, alarm #56: red cell pump (#2) error and tubing leak. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. An alarm #56 can occur if the pump head assembly is jammed. The root cause of the tubing leak was most likely due to the tubing getting caught in the pump head assembly. The cause of the tubing to become caught in the pump head assembly could not be determined based on the available information. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 22 sep 2023.